Event description:
It was reported that the gastrointestinal videoscope had a blurry image during sedation for a diagnostic gastroscopy. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e237 (scope error) occurred. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.